Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing, confirming reported customer complaint. Air was set to 5.6 psi +0.0/-0.2 psi, and the red needle noted to be sticking at 0mmhg. Additionally, visual inspection found that a crack in the return tube had leaked water, and damaged multiple internal components. It was noted however that device did not alarm during set up-this complaint was unable to be confirmed. The problem source for first two complaint descriptions found to be unknown.

Manufacturer narrative:
Issue discovered during testing. No alarm. Unit failed to pump water. No patient involvement.

Event description:
It was reported the device would "not pump" and pressure gauge was sticking. No adverse effects reported.